Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Mdt rep reports patient (pt) stopped using the scs system since the summer because she didn't like the settings and it started "zapping" her. The rep is meeting with the pt to try and charge the ins. Rep said the ot did multiple passive recharges and it would not connect to the ins. The rep used a different controller and recharger and also did multiple passive recharges. Technical services (ts) had the rep do the disable/enable three times and it still would not connect. Rep called back to request a letter from mdt to state the implant is dead, to allow hcp to request replacement with insurance.  In the clinic, they have done about 3 hours of passive charging today in clinic using new controller and recharger, but pt's ins still stuck in passive charging. Numbers are in the 90's. There was no telemetry w/ clinic programmer app after passive recharging attempts. They made 5 attempts at disabling / r e-enabling ins but this didn't resolve the issue. Pt did have strokes this past summer which was reason they stopped using their scs system. Pt did charge their ins successfully for the last time this past summer so they could have an MRI (due to stroke) and pt ins into MRI mode successfully. Caller is unsure if pt had any falls during this time or since last recharge session. Pt walks using walker and has limited mobility. Pt's hcp asking for some formal type of statement from mdt about status of scs system so hcp can provide rationale for replacing ins. Tss will check further with resources about addressing this request.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.